Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test we could not conclusively specify root cause of the event. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ event 2: white ring and distal end glue were dirty the foreign material was not identified. We could not conclusively specify root cause of the event. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection instructs how to detect the event. IFU: evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures states preventive countermeasure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In a follow up communication with the facility (hospital), it was clarified and advised that the device is not contaminated. The hospital conveyed "the person who made the shipment made a mistake in the title: the device was not washed in a washer, it was treated manually. In no way is it contaminated". The subject device was received and evaluated . Device evaluation found the reported issue of "leaked on the distant extremity (distal end)" was not confirmed, however, leaked on the bending section/insertion was observed. The leak was attributed due to cut/perforation on the insertion tube. Additionally, air leak inspection failed, due to leak on connector in the insertion part. Furthermore, inspection found the distal end white ring was damaged and distal end glue were dirty attributed to handling, insufficient cleaning. Connecting tube buckles and wrinkled 10mm from the glue. Control unit / right left knob found broken. Electrical connector corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "endoscope leaked on the distant extremity (distal end)" ,noted " contaminated, the device was not yet disinfected in the machine". No report of any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.